Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that that a patient developed back pain from wearing the lifevest. The patient's physician prescribed muscle relaxers. The patient indicated there was no further back pain.